Event description:
Boston scientific received information that this programmer was not turning on. The programmer was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Analysis found that there was an issue with the part of the internal circuitry and there was evidence of overheating. It was determined that the programmer was likely dropped causing the anomaly. The part of the internal circuitry was replaced and the programmer passed all other testing. Laboratory analysis confirmed the reported clinical observations.